Manufacturer narrative:
(B) (4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported in user facility report (B) (4) that a pt was admitted for a surgical removal of an l3-l4 interbody graft and implantation of new hardware. The surgical count was correct. On the routine post operative x-ray to ascertain placement, a small retained foreign body was visualized. After further tests, the pt was returned to surgery for removal of a single 8x5 mm metal screw cap which was part of the breakaway portion of the implanted hardware.